Manufacturer narrative:
Customer reported a burning/hot smell from the unit and burn pin on the control board. There were no flames or smoke, however there's evidence of charred material. The fire department was not called. No patient samples were lost.

Event description:
Customer reported a burning smell from the centrifuge unit and saw burnt board pin.